Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that the patient had experienced pain at the ipg pocket site due to the ipg shifting in the pocket. Surgical intervention occurred on (B)(6) 2023 during which the ipg was explanted and replaced to address the issue.